Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. Customer was able to continue using the pump.